Manufacturer narrative:
Concomitant medical products: item: unknown hip stem, catalog #: unknown, lot #: unknown. Item: unknown hip head, catalog #: unknown, lot #: unknown. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The device is not expected to return for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on may 18, 2018 to the appropriate representatives. The name of the device any device identification(s) and control number(s) used (ref; lot); right hip. The availability of the affected product(s) (non-availability with a rationale) a revision planned? Implantation report. All available x-rays. (B)(4). The following reports are associated with this event: 0009613350-2018-00537, 0009613350-2018-00539.

Event description:
A patient is pursuing a product liability claim. It was reported that a patient underwent to right total hip replacement. Approximately six months post implantation the patient went to hospital due to pain, swelling and stiffness of the right hip. It was also reported that a infection was suspected and treated with antibiotics. The explantation dates are left empty as no revision has been reported.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available.as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on may 18, 2018. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item numbers are available. Event description: it was reported that the patient was implanted with a zimmer metal-on-metal implant on (B)(6) 2007 on the right hip side and stayed in the hospital for four days starting 15 dec 2007 due to pain, swelling, stiffness of the hip and a suspected infection. The patient was treated with antibiotics. Review of received data: the legal claim has been received. It is described that the implant would be well positioned. An elevated metal ion level in the blood was detected, however this is covered in (B)(4) and (B)(4). No further medical data, x-rays or lab results have been received. Device analysis: no product was returned to zimmer biomet for in-depth analysis as no revision has taken place. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: no product identification has been received. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in the risk file which is available for every zimmer implant and is continuously monitored and updated conclusion: it was reported that the patient was implanted with a zimmer metal-on-metal implant on (B)(6) 2007 on the right hip side and stayed in the hospital for four days starting (B)(6) 2007 due to pain, swelling, stiffness of the hip and a suspected infection. The patient was treated with antibiotics. No information concerning a revision surgery given. Neither x-rays, operative notes , office visit notes, nor lab results were received; therefore the condition of the components is unknown. Patient factors as well as adherence to rehabilitation protocol is unknown. Moreover, pain and infection can have numerous causes. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification of the device certifies the suitability of sterilization. It is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis (B)(4) states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. Very limited data have been made available by the claimant¿s lawyer for the biomet claim for the magnum placed at the left side. During the investigation by outside counsel it has been identified that the patient was obese (bmi over 35). Apparently, a revision surgery of his right zimmer mom hip was planned, but it was cancelled. Reason was that it was established that the cause of his complaints was not the right hip. No x-rays have been made available and neither we received reports on the primary surgeries. So far the patient has not filed a claim for his right hip which also suggests he has not been revised.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).